Manufacturer narrative:
Product ID 388928, lot# 0202863727; product type lead.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that they had the lead wire redone in (B)(6) 2011. No further information regarding cause, troubleshooting, or symptoms was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.